Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter stated that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose level of 428 mg/dl. The patient was in the emergency room for a few hours and received insulin drip. The name of the insulin and amount was not provided. The infusion device was requested to be returned for product evaluation.